Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 349 mg/dl at the time of the event. The customer changed her infusion set two times, and both times, the cannulas were kinked. No illness or infections were noted. The customer's diabetes educator stated that she had performed troubleshooting on the insulin pump, and it was working fine. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.